Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation the right ventricular lead exhibited intermittent capture thresholds. No intervention had been reported, no additional information was available.